Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was not performing to physician expectations during implant. The implanting physician was having difficulty inserting the stylets and a different lead was used instead. No patient complications have been reported as a result of this event.